Manufacturer narrative:
Zimvie received one (1) bost411, (3i t3 non-platform switched tapered implant 4 x 11.5mm) for evaluation. Visual evaluation was performed, damaged drive feature has been identified to be damaged. DHR review was completed for the subject lot number 2021120913. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021120913 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The drive feature have been identified as damage. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that internal connection was defective. Crown was not seating, clinician removed it and placed encode abutment but it did not seat. Internal connection was damaged. Implant had to be surgically removed an new one placed. Tooth #12.symptoms as a result of the event: inflammation.